Event description:
After the implant of this device, the patient claimed that "something was wrong"¿ with this device. However, the physician was unable to find any issues with the programming or therapy during a device check. The patient went to a different physician for a second opinion. The explanting physician's notes indicate that the patient reported feeling fatigued upon exercising, and it could not be determined how much of this issue was physiological vs psychological. The explanting physician attempted to reprogram the device in several different configurations but the patient was determined to be symptomatic in all configurations. The physician and patient decided to replace this device. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status "ok". The device was implanted for 8 months. The inspection of the pacemaker's memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.